Event description:
The customer observed false negative (B)(6) results for one patient while using the architect (B)(6) qualitative ii assay. The customer provided the following results: (b)(6. ) the specimen generated a (B)(6) result and was confirmed when tested with another method, siemens centaur. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete this report is being filed on an international product, list number 02g22 that has similar products distributed in the us, list number 01l80 and 04p53.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Sensitivity testing protocols, using a return sample and inhouse panels, were executed using lot 19322lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii assay, list number 02g22, lot 19322lf00 was identified.